Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms: during and after the procedure. It was reported that during a right common/internal carotid stenting procedure, the patient developed dysarthria and left upper extremity weakness. A neurologist was consulted and a CT was done showing moderate cortical atrophy and small vessel ischemic change with no acute change. The patient was on plavix and aspirin. Physical therapy was initiated, but no other treatments were ordered. Symptoms improved by the next morning, but did not completely resolve until the day of discharge. One day post procedure, nihss was performed with score of 0, however, the left hand was still not back to baseline. Additionally, bradycardia occurred during post dilatation and was resolved with meds. The pt required prolonged hospitalization. Five days post procedure, the patient was discharged to home. Though requested, no additional information available. Choice study event.

Manufacturer narrative:
The device remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information. The emboshield part #e6190-01, lot #446861, reference is being filed under medwatch MFR #9616695-2007-00124.